Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that a part of the infusion set was lost. Customer also reported to have a lot of air bubbles in reservoir and that needle broke while being with trainer. Customer was assisted in releasing air bubbles.